Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the suture box had no product description on the front. This was noted prior to use on a patient. There were no adverse patient consequences. No additional information was available.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: there was no sample received for analysis. However a photo of the sample was received for analysis. Upon visual inspection of the photo, product code and lot number information was missing from the box.